Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The field service engineer checked the sample and reagent probe washing and performed some troubleshooting actions, including adjusting the gear pump pressure. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit. The cause of the event could not be determined.

Manufacturer narrative:
The tina-quant albumin reagent expiration date was not provided. The c501 module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with tina-quant albumin gen.2 - urine application assay on a cobas 6000 c501 module. Initial result: 2.5 mg/l (accompanied by a data flag and not reported outside the laboratory). 1st repeat result: 65.2 mg/l. The patient questioned the result of 65.2 mg/l, prompting the repeat of the sample. 2nd repeat result: 2.9 mg/l (accompanied by a data flag). On (B)(6) 2025, a new sample was drawn from the patient and tested, resulting in a value of 1.4 mg/l (accompanied by a data flag). The result that was expected to be correct was 2.5 mg/l (accompanied by a data flag).